Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. A supply change was performed and an additional occlusion alarm was received. The customer's blood glucose (bg) level was over 300mg/dl and a manual injection was administered to address the bg level. Tandem technical support guided the customer through loading new supplies and the customer successfully resumed insulin deliveries. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.